Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had to go to the emergency room. The customer found that the sensor was not linking to the pump. When the customer changed the infusion site, the customer thought the wire was still in him. The customer also stated the cannula was not present and believed it to be an issue with the sensor. The customer's blood glucose was 55 mg/dl. No additional information provided.

Manufacturer narrative:
Three opened and used sensors were inspected and two of three were found with complete electrodes. The sensor passed per inspection and no anomaly was noted during testing. The remaining electrode was detached in the adhesive area. Analysis not required due to the customer not returning the insertion needle.